Manufacturer narrative:
Correction: aware date was updated. And information about programmers in first report should have been removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3037, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced poor communication with their patient programmer. Patient called because the antenna didn't work, then clarified they were getting poor communication when using their antenna. Patient stated a nurse tried with a different antenna cord and it worked. Troubleshooting performed did not resolve the issue, the patient was sent a new programmer to resolve the issue. The patient called back then another time and reported that when the ins was implanted the patient was able to feel it. The patient stated that now she could not feel their ins. Caller stated they went in for an appointment on (B)(6) and the nurses and doctor could not feel their ins either. Caller stated they kept pushing and trying to feel it but could not. Caller stated that they did not feel back by their ins because sometimes when they sit it hurts and it depended on how they sit because it would hurt them. Caller stated it was a pain along their side close to where their incision was. Caller stated they did not touch back where their ins was. Caller stated after they had the ins implanted they could feel the ins really well for 2 weeks afterwards so they stopped checking on the ins. Caller stated that their device was turned off because they went to the emergency room (ER) because they were having problems with their legs. Caller stated that they could not walk and they could not move their legs. Caller stated their health care professional (hcp) told the ER to turn the device off to see if the device was causing the leg problem. Caller stated after a while they were able to move their legs and the ER left the device off. Caller stated they had the device off for a month but when they saw the hcp on (B)(6),they turned it back on. Caller stated that was when they noticed they could not feel the ins anymore. Patient reported a continuation of the same event of poor communication. Patient called back because they received their new patient programmer from repair however they were still getting poor communication with and without antenna. There were no further complications reported